Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver was shutting itself off. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed because the device would not boot and hold charge. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of the device ceasing to function. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).